Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device: embedded in other tissue") and pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual bleeding / dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system conditions: bloating") and depression ("other injury or complication: depression"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, abdominal pain lower, menorrhagia, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: hysterosalpingogram done. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Case became incident .events embedded device, menorrhagia, depression & bloating are added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: embedded in other tissue/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram done. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual bleeding / dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), menorrhagia ("abnormal bleeding/ menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal or digestive system conditions: bloating"), depression ("other injury or complication: depression/psych injury") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, abdominal pain lower, menorrhagia, abdominal distension, depression and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for fallowing condition: psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: unspecified result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New event: abdominal pain was added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: embedded in other tissue/migration') and fallopian tube perforation ('perforation (fallopian tube(s)).') In a 36-year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram done. Concurrent conditions included herpes simplex, lumbago and osteopenia. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, docosanol (abreva), doxylamine succinate (unisom 2), duloxetine hydrochloride (cymbalta), melatonin and zolpidem tartrate (ambien). In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("painful menstrual bleeding / dysmenorrhea (cramping),"). On (B)(6) 2005, the patient had essure (ess205) inserted. In(B)(6) 2005, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding/ menorrhagia (heavy menstrual bleeding)") and abdominal distension ("gastrointestinal or digestive system conditions: bloating"). On (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 3 months 20 days after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), depression ("other injury or complication: depression/psych injury"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, abdominal pain lower, menorrhagia, abdominal distension, depression, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for fallowing condition: psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded) perforation (fallopian tube). Imaging procedure - on an unknown date: essure confirmation test: unspecified result- bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: lot no. Was added. New events - dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)) were added. Reporter's information, patient demography, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device: embedded in other tissue/migration') and fallopian tube perforation ('perforation (fallopian tube(s)).') In a 36-year-old female patient who had essure (ess205) (batch no. L2138-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram done. Concurrent conditions included herpes simplex, lumbago and osteopenia. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, docosanol (abreva), doxylamine succinate (unisom 2), duloxetine hydrochloride (cymbalta), melatonin and zolpidem tartrate (ambien). In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("painful menstrual bleeding / dysmenorrhea (cramping),"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding/ menorrhagia (heavy menstrual bleeding)") and abdominal distension ("gastrointestinal or digestive system conditions: bloating"). On (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 3 months 20 days after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("excessive cramping"), depression ("other injury or complication: depression/psych injury"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, abdominal pain lower, menorrhagia, abdominal distension, depression, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for fallowing condition: psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: unilateral occlusion (right tube occluded) perforation (fallopian tube). Imaging procedure - on an unknown date: essure confirmation test: unspecified result- bilateral occlusion. Lot number reported (l2138) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.